Manufacturer narrative:
As reported, post-implant of the bard soft mesh, the patient developed hernia recurrence, not resolved and no treatment required. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device and possibly related to the procedure, however, based on the information provided, no conclusions can be made. The reported adverse event of recurrence hernia is a known inherent risk of the surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2017 - subject patient underwent robotic assisted first-time recurrent left lower quadrant (llq) parastomal hernia repair procedure during which a bard soft mesh was trimmed and placed in underlay fashion pre-peritoneally, fascia was not closed due to stoma at the hernia site. Full skin closure was achieved using sutures. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2019 - subject patient was diagnosed with recurrent parastomal hernia in the left lower quadrant (llq). Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as not recovered/ not resolved.